Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal at end of sensor session, patient noticed that sensor had become detached from the pod. It also appears that patient attempted to remove the transmitter before removing the sensor which is ill advised in cgm's user's guide.